Manufacturer narrative:
(B)(4): the customer reported that the monitor did not produce a technical alarm when the patient's systolic pressure was below the preconfigured blood pressure limits. Philips is reporting this as a serious injury because emergent care was provided to assure that there was no serious impact to the patient. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor did not produce a technical alarm when the patient's systolic pressure was below the preconfigured blood pressure limits.